Event description:
As reported by field clinical specialist, at the end of deployment of 26mm sapien 3 ultra valve +1cc in the aortic position in the native valve via transfemoral approach, the balloon ruptured. Rupture was linear and the balloon was removed easily from the body intact without surgical intervention. Valve was fully deployed with no paravalvular leak and no need for post dilation. There was no injury to the patient. The hospital would not allow the device to be taken, and there are no photos available.

Manufacturer narrative:
Investigation is ongoing. Device discarded.

Manufacturer narrative:
Investigation is ongoing. Device discarded.

Event description:
As reported by field clinical specialist, at the end of deployment of 26mm sapien 3 ultra valve +1cc in the aortic position in the native valve via transfemoral approach, the balloon ruptured. Rupture was linear and the balloon was removed easily from the body intact without surgical intervention. Valve was fully deployed with no paravalvular leak and no need for post dilation. There was no injury to the patient. The hospital would not allow the device to be taken, and there are no photos available.

Manufacturer narrative:
Update to b4, g3, g6, h2, h6 and h10. No product was returned, so no visual inspection, functional testing or dimensional testing could be performed. A 3mensio report was provided for evaluation and calcification was present in the patient's native annulus. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed as neither the applicable imagery nor the complaint device was returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The 3mensio imagery provided revealed calcification was present in the patient's native annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment or corrective or preventative actions are required.